Event description:
This male pt had a history of bypass surgery. A year and a half later, the pt had a cypher stent implanted in the left anterior descending (lad). One month and a half later the pt was admitted for coronary intervention due to unstable angina with resting ECG changes. A 2.5 x 23mm cypher select stent was implanted to treat a lesion in the distal lad with successful results. This was reported to be the same lesion, but not at the same target site. There were no reported complications. Approx four months later, the pt was referred with angina. A new 70% lesion was noted in the lad between the other two cypher stents. Approx four months later, the pt was referred with angina. A new 70% lesion was noted in the lad between the other two cypher stents. It was noted that these two stents are not involved in the current stenosis; however, this was indicated to be a peri-stent stenosis distal to the 2.5x23mm cypher stent. Percutaneous transluminal coronary angioplasty (ptca) was conducting using a sprinter balloon with very good results.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.